Manufacturer narrative:
(B)(4): feedbar damaged, damaged antiback-up. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. The anti-backup was noted to be non-functional. The instrument was disassembled and the feedbar was found to be bent and the antiback-up lever teeth worn out. While we were unable to re-create the reported event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported during an unknown procedure that there was misfunction. No further information is available. They used another like device. There was no adverse patient consequence.